Event description:
It was reported that during left bundle branch area pacing (lbbap) lead right ventricular (rv) lead implant, there was placement difficulty. The second site had no left bundle branch capture and entanglement occurred during the third attempt. The physician attempts to bypass the entanglement by screwing into the site more than 30 times. Upon inspection of the lead, damage to the helix was detected. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5, h6 (fdd/annex a) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during left bundle branch area pacing (lbbap) lead right ventricular (rv) lead implant, there was placement difficulty. The second site had no left bundle branch capture and entanglement occurred during the third attempt. The physician attempts to bypass the entanglement by screwing into the site more than 30 times. Upon inspection of the lead, damage to the helix was detected. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. A component of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically fractured due to over-rotation. The distal tip of the lead was damaged. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix assemble pulled out of the tr spacer at the distal end of the lead. The distal conductors were twisted within the tr spacer of the lead, extrinsic damage. The adhesive bond released from the tr spacer to the inner subassembly to the helix crimp barrel, extrinsic damage. Although the distal conductor resistance was in specification, there were extrinsic fractures of the 3 cable filars on the distal conductor cable. The adhesive bond was still present within the tr spacer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.